Event description:
The manufacturer received information alleging a ventilator was continuously alarming. The device was not in patient use. The device will not be returned for evaluation due to the hospital being closed down. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was allegedly continuously alarming. The device was not returned at the time due to the hospital being shut down. The device has been returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.